Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer's blood glucose level was 178 mg/dl at the time of the incident. The customer stated that. The customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields. Customer reported that the insulin pump received a motor position encoder error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump passed the stop current and run current tests. Unable to verify motor position encoder error alarm or perform the self test, off no power test, unexpected restart error test, displacement test, prime test, occlusion test and no delivery test due to motor error alarm. The insulin pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.